Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was delayed 20 minutes, and it was completed by restarting the system. Customer reported to philips that the system was not starting. Upon troubleshooting actions, the customer restarted the system. After restart, the system was returned to use in good working order. Few days later, the issue was reoccurred. The philips service engineer replaced the geo module and reloaded the software. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system with minimal delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.